Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has intermittent sound perception with the device. The parent reported that, during the day, hearing was coming back and going away as the patient moved.

Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Also a impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the patient report.

Event description:
Patient has intermittent sound perception with the device. The parent reported that, during the day, hearing was coming back and going away as the patient moved. CT scan was performed for both ears and patient was bilaterally re-implanted on (B)(6) 2017.